Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).